Event description:
Caller reported cartridge alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The patient reloaded the same cartridge and resumed insulin deliveries successfully. Technical support resolved the issue and replaced the pump due to previous cartridge alarms.